Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, and leak tested. Cylinder 1 had a hole from input tube wear in the proximal end. There were two holes from a sharp instrument in the middle and proximal end of cylinder 1. Cylinder 1 had leaks from sharp instrument damage in the middle and proximal end of the cylinder. Cylinder 2 had a hole from sharp instrument damage in the middle of the cylinder. Cylinder 2 passed leakage test. The momentary squeeze (ms) pump was visually inspected and functionally tested. The ms pump passed visual inspection and leakage test and did not pass the activation test. The ams 700 spherical reservoir was visually inspected, and leak tested. The spherical reservoir had wear at a fold in the shell and passed the leakage test.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. Two weeks later, a surgical procedure was performed, and the device was replaced. The patient outcome of improved following the procedure was reported.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. Two weeks later, a surgical procedure was performed, and the device was replaced. The patient outcome of improved following the procedure was reported.